Event description:
It was reported the electric cord emitted sparks.

Manufacturer narrative:
The user reported that the switch sparked so they stopped using the unit. Our investigation revealed that the cord and switch had been altered by the user. The sparks appear to have come from the cut/altered cord. The cord appears to have been cut and reattached by the customer that is likely to have resulted in sparks coming from the switch. A resistor in the switch failed which was most likely a result of the sparking.